Event description:
Litigation papers allege the patient developed significant pain in the implanted hip and is at an increased risk for requiring revision surgery to resolve the patient's pain. Additionally, it is alleged the patient is at increased risk for suffering from or in the future developing the toxic effects of the cobalt and chromium that have degraded from the hip implant into his body.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2875434. A search of the complaint database finds additional reported incidents against lot code 2895845 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review the investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of stem.